Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient has been hospitalized on the same day with hyperglycemia. The reporter stated that the patient had a blood glucose of 781 mg/dl with symptoms of dehydration, rapid breathing, drowsiness, thirst, vomiting, confusion and large ketones. While at the hospital, the patient was allegedly treated with insulin via the pump, insulin via injection, and intravenous fluids. The patient had discontinued pump therapy at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that there was a cancelled 5 unit bolus that had no insulin delivered. The reporter stated that no bolus was delivered after the cancelled bolus. The reporter stated that the cartridge was not being used per the user guide instructions. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia as a result of use error of the cartridge.